Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of a bio-console 560 instrument, it was reported that during aortic surgery , the pump was running at approximately 2200¿2300 rpm. Suddenly, a loud abnormal noise was heard, followed by a rapid surge in rpm. This event created a potential risk of an abrupt large volume blood delivery to the patient. The use of the instrument was unknown. There was no adverse patient effect associated with this event.

Manufacturer narrative:
Additional information b5. Medtronic received additional information that the mp board will be required for replacement. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Device evaluation summary: the reported issue that during aortic surgery, the pump was running at approximately 2200 to 2300 rpm. Su ddenly, a loud abnormal noise was heard, followed by a rapid surge in rpm was verified during service. The issue could not be reproduced during analysis, but several errors related to the reported issue were identified from the error logs, and additional tests and inspections were required. Error 49 and error 52 (sc mpu mc hall phase c soft error and sc mpu mc speed control gain soft error) were identified. The issue was resolved by replacing the assembly 560 bioconsole mp module and calibrating the motor controller. Preventive maintenance was performed per specifications. Update to h.6: annex b, annex c and annex d codes updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information b5: medtronic received additional information that there was an uncontrolled rpm increase during the operation. Medtronic received additional information that after operating the bio-console 560 instrument for approximately 5 minutes, the issue occurred. The initial rpm setting was 2100). Even without additional manipulation, a sudden and loud noise was followed by an abnormal increase in the motor rpms, significantly exceeding the preset rpm value. The patient¿s condition was confirmed as stable after completing all necessary checks. The hand crank was not required and instead the procedure was continued by quickly switching to another bio-pump device. It was not possible to determine the exact flow delivered to the patient at the time of the event. However, during the on-site inspection the following day, both the flow sensor and device output were confirmed to be normal. The error indicator (red light) was blinking, and the device log confirmed an error code at the corresponding time. Correction d8 (was dev serviced by third party?): this field has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.